Event description:
It was reported that the patient's leads were fractured. There was no known accident or incident related to the complaint. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).